Event description:
New information received notes that fluoroscopy revealed that the left ventricular lead was dislodged due to twiddler's syndrome.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's left ventricular lead exhibited dislodgement. The lead was removed and replaced. The patient was discharged.